Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 08/31/2015, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on "about (B)(6) 2015". The reporter claimed the patient had obtained alleged inaccurate erratic blood glucose results of "433 and 388 mg/dl" on the subject meter, performed within 20 minutes of each other. The patient manages her diabetes by self-adjusting insulin doses "24 units in the morning and 12 units in the evening" and since the beginning of (B)(6) she has increased her dose of medication by an unspecified amount. The reporter detailed that on an unspecified time after the alleged product issue began, the patient developed the symptoms of "pale skin, shaky and dark around her eyes". On (B)(6) 2015 11:50 -12:00pm she received treatment of food and/or drink from a health care professional. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.